Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2010. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. Concomitant product: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010. (B)(4).

Event description:
It was also reported that the left ventricular (lv) lead had dislodged from previously placed position due to diaphragmatic stimulation. It was also noted that the bipolar voltage through the device on the right ventricular (rv) lead had been low. Therefore there was an attempt to reposition the rv lead, however it was secure within the subclavian vein and there was noted stretching of the coil, without success to retract the helix from the distal tip. The rv lead was left in place and tested in an integrated fashion with good r-waves, pacing threshold and impedance. The rv lead remains in use. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.